Event description:
Physician reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as fold flaw opening. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ nicks striated is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.